Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with a highest blood glucose of 384 mg/dl for approximately three hours after lunch while using the ilet system, and it was determined that the meal was not actually announced despite the user¿s initial belief that it had been. Symptoms included elevated blood glucose without reported acute sequelae. Outcomes included no need for emergency or professional medical intervention and no use of backup therapy. Troubleshooting and education were completed, including advising the user to avoid re-announcing the meal, allow automated corrections to reduce glucose, continue monitoring, and consider changing supplies if glucose continued to rise. Investigation included customer interview and product-use review. Investigation of this case revealed user-related use error involving an unannounced meal leading to hyperglycemia. It was concluded that the device performed as designed and that user education addressed the issue. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.